Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year and 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient was admitted to the hospital due to pain, tenderness and erythema around the driveline exit site. Over-granulation and heavy foul smelling, blood stained pyogenic exudate were present. Cultures were positive for corynebacterium striatum and corynebacterium amycolatum. The patient¿s white cell count was 5.9 x 10^9 cells/l and c-reactive protein level was 13 mg/dl. Unspecified changes to the patient¿s medication were made. The infection reportedly resolved by (B)(6) 2018, with persistent over-granulation. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. The manufacturer is closing the file on this event.